Event description:
Information received, indicates the head hi/low function is drifting down.

Manufacturer narrative:
The technician found the bed would drift over 24 hours. The technician adjusted the linkage for the trend valve to repair the bed.